Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the lock collar, obturator, trocar balloon and dissector balloon appeared intact. The inflation syringe was received. The insufflation bulb was received. A functional evaluation found that the hole at the proximal end of the cannula was covered the dissector balloon was inflated, no leaks were detected. The trocar balloon was inflated a leak was detected and a cut was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the trocar balloon may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extraperitoneal procedure, the balloon was physically broken. Another device was used to complete the case. There was no patient injury.